Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had scratched case. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020 and the ambulance was called to take customer to the hospital. Customer¿s blood glucose level was 763 mg/dl at the time of hospitalization. Customer¿s blood glucose level was 223 mg/dl. Customer was treated with intravenous insulin drip for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had disoriented symptoms. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.